Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female who underwent breast augmentation revision with a 475cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on january 10, 2023. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additional information was received on february 14, 2023. There was capsular contracture malposition of the implant. Replacement with natrelle inspira style ssx implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 10, 2023. Explant was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).